Event description:
During troubleshooting of a low drain volume alarm that appeared on the homechoice (hc) machine during use, while the patient was connected in the initial drain, the home patient's (hp) nurse stated there was a clamp left open on an unused supply line. The drain volume (dv) was 574ml and the last fluid volume was 1500ml. The technical service representative (tsr) assisted the nurse with closing the clamps and disconnecting the hp. Proper procedures per the user manual were reviewed with the nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a use error- failed to follow therapy steps was confirmed because the user left the clamp open on the unused line; however, no root cause could be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. A follow-up report will be filed if additional information is received.